Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during cleaning, post surgery, the bur broke in the attachment during removal. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete. Associated attachment was returned, bur was not returned.

Event description:
It was reported that during cleaning, post surgery, the bur broke in the attachment during removal. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.